Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a concern with one of the sutures poking out of the skin. There was no skin breakage noted and the patient was prescribed with antibiotics. The suture was cut and patient is currently doing fine.